Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges patient experienced elevated blood glucose readings of hi several times and took insulin based on the readings; symptoms did not match readings. Husband called emts and they tested patient with a blood glucose reading of 28 mg/dl on the emt meter; treated with an IV of a type of "sugar water". Patient was not transported to the hospital or admitted. Requested return of the alleged device and replacement was sent.